Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "noise and stiff locking mechanism" were confirmed. The motor met the specification for noise however did have a chattering sound from a worn shim. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a "stuck locking sleeve and was making noise." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.